Event description:
Pt developed a bleeding ulcer where the g-tube balloon contacted the gastric mucosa. Rptr also stated he believed the balloon had ruptured before it was removed as it could not be deflated (by the valve method) and it pulled out deflated. Pt had a blood transfusion (2 units of packed red blood cells), and may need to have the area cauterized. One pt involved.